Event description:
It was reported that the patient was seen in the emergency room with side pain. There was no capture and difficulties with sensing on the right ventricular lead. It was found that the lead had perforated the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.